Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this guidewire was used in a case and the radiopaque tip came apart and the physician had to snare the piece out. This product was never in service. No adverse patient effects were reported.